Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that have frequent issues with the 20 ml syringes and larger, causing occlusion errors on the syringe pump. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. D4, g4, h4: additional information. The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was reviewed and occlusion error and travel course error were both observed. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.